Event description:
It was reported that prior to a routine implant, the right ventricular (rv) lead's helix was tested and a helix retraction issue was observed. The lead's helix could not be completely retracted but the helix extension worked well. The rv lead was not used and was replaced. The replacement was successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. A complete lead was returned in one piece with the helix found partially extended and clean. The helix could retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.